Event description:
It was reported that during a pump replacement procedure the hcp was unable to aspirate the catheter. The hcp cut off the pump connector but was still unable to aspirate the catheter. The hcp attempted to inject dye into the catheter but was unable. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Result code - catheter.